Event description:
A review of service data detected a reportable event. During servicing electrode belt sn (B)(4) failed a hi-pot test and had a damaged trunk cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable was pulled from the strain relief. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.